Event description:
Pt was being monitored on a continuous pulse oximeter and the probe on his finger needed to be changed. Rn obtained a probe from the supply room and put it on pt's 2nd finger and connected it to the oximeter machine. Pt then almost immediately complained of a "burning like" smell and he didn't know where it was coming from. Rn was unable to smell this at the time. Then the pt figured out it was coming from his finger, and said it felt hot where the probe was put on. Rn then smelled the burning from his 2nd finger where the probe was applied and immediately removed the probe, shut off the oximeter and assessed pt's finger. The probe was not on the pt's finger for more than 30 seconds. Pt's finger was wnl, no redness or burn noted by rn. Rn then immediately notified charge rn. It is not related to the oximeter machine since it has been used before and after this incident occurred.